Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 (mg/dl). Reportedly, customer went all day without eating food. Customer treated low bg level with glucose tablets. Recommendation was made to consult with health care provider and/or tandem technical support to troubleshoot future bg events.